Event description:
Caller alleged discrepant results compared with the lab. Caller did not know the exact lab values for pts 1 and 3. No pt info was provided.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2010, inratio: >7.5, reference: 2.0, mean: 4.75, confidence limits: 2.6-6.9. Date: (B)(6) 2010, 5.1, 2.2, 3.65, 2.2-5.3. One hour lapse between two readings. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2010, inratio: 5.1, reference: 1.0, mean: 3.05, confidence limits: 1.8-4.2. One hour lapse between two readings. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Investigation: all inr reported are registered on memory and meet the accuracy criteria. Customer reported strip lot # 224380, but returned strip lot # 214550. Strip investigation was performed on strip lot # 214550. Functional tests were performed. Both tests failed on cell resistance, which indicates cell c reads 31141 and 31138 ohms, respectively. Failed tests due to presence of contamination under heater plate. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for strip lot # 214550 are within the allowable bias. No discrepant results are produced on returned and in-house meters. These meet the above criteria, and then no further action is required. Conclusion: data analysis of mean calculation from one out of three comparison test data provided by end-user indicated both inratio and lab values are outside of the confidence limits for inr testing. In-house accuracy test was performed with returned meter/strips. Test result did not reproduce customer's observation. Meter functional test revealed cell resistance test failed and it was caused by contamination on heater plate. Direct relation of faulty cell resistance and discrepancy is not established at this time. There is insufficient info to determine the root cause of customer's test result discrepancy. As of 03/23/2010, 4 discrepant result complaints were reported for lot # 214550 (B)(4). (B)(4), no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required at this time.